Event description:
On 5/25/99, pt observed foreign body sensation and a light colored mass at the "site" of the rt upper puncta. Pt assumed this was the punctal plug becoming displaced or falling out. Upon examination in clinic, it was observed that the light colored mass was granulation tissue which had completely surrounded the punctal plug and extended .5 to 1 mm past the lid margin. This was removed using topical anesthetic and jewelers forceps. Removal of the punctal plug was attempted, but the top of the plug broke off at the skin level, requiring a one "snip" cut down under local anesthesia to remove the "remanent".